Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the coiled catheter was first observed on (B)(6) 2018 during a CT scan. It was noted there was no symptoms reported and the cause of the coiled catheter was not determined. The patient was scheduled to see neurosurgery on (B)(6) 2018. The issue was not resolved and the patient's weight was unknown. The patient healthcare provider had been notified and initial consult was scheduled.

Manufacturer narrative:
Interrogation of the device found that it was being used to deliver (B)(4) mcg/ml lioresal at (B)(4) mcg/day. Analysis of the catheter found the catheter body was deformed in shape along with a dislodgement allegation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. The patient was receiving lioresal (500mcg/ml at 50mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that the pump was being replaced. There were no allegations regarding the pump, but the patient had commented that there was a possible catheter issue. The patient was brought to the operating room (or) on (B)(6) 2018 for possible catheter revision. The catheter was found to be coiled outside the intrathecal (it) space at the level just below where the catheter was originally inserted. The hcp noted that the 8731 catheter did not have an anchor and was not attached to the patient. The catheter was removed and replaced with an 8781 that was anchored per labeling. The patient denied contributory circumstances. The surgeon stated the patient had diagnostic studies prior to his scheduling the patient for the or. The issue was resolved at the time of the report. The hospital was in possession of the device. The explanted catheter would be available in pathology for pick up and return to the manufacturer on (B)(6) 2018. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown concentration for a total dose of 900 mcg/day via an implantable pump for no known indication for use. It was reported the patient's computed tomography (CT) scan of their spine showed the catheter was coiled in the subcutaneous area. It was noted that the catheter was going to be revised. It was noted that the patient was probably not getting the medication for a while and would recommend starting at a low dose of 50 then start over. It was noted if there was an issue with post-operative they would supplement with orals. No symptoms were reported. No further complications were reported.